Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed because the latch wouldn't click as loudly as usual. A field service engineer replaced the latch and harness, tested the alignment of the remote manager and hasp, checked connections of the bus cable, harness, and interface board, checked screws on the latch, and checked the bus cable connection at the comm sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis refrigerator keeps failing. It was reported user able to remove medications from the another station. There were no adverse events or injuries reported based on this event.